Event description:
Pt was treated in 2005. Immediately post treatment the doctor noticed three blisters on right side of neck. The doctor inspected the treatment tip and noted the tip had a black spot. As of last follow-up the pt was doing fine, two of the three blisters have healed nicely.